Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that a back-up device was available to successfully complete the procedure. It was further reported that there were no adverse consequences and there was a 5 minute delay as a result of this event.

Manufacturer narrative:
The reason for the serialization starting with 9616696-2013-90xxx is to provide clarification following a change in stryker's electronic complaint systems. The blade subject to this investigation was not returned to the manufacturer for evaluation, it was discarded. Part and lot number information has not been provided to permit further investigation. The root cause is multi factorial.